Event description:
The bard, davol, x-stream laparoscopic irrigation tubing set immediately started to leak after we connected it to our irrigation fluid. A new irrigation tubing set was obtained and used to replace the leaking set. Leaking irrigation tubing was removed from field and sequestered.